Manufacturer narrative:
Corrected information: date of event: (B)(6) 2019 was changed to (B)(6) 2019.

Event description:
It was reported that two shelf of pack bd¿ syringe ls 200 s/c were cloudy. The following information was provided by the initial reporter: ¿ the syringes were cloudy and therefore unusable. The sales rep was notified last thursday (3/21) of this event; however, reporter states the product was sent to the customer in jan. Customer has two shelf packs of product. ¿

Manufacturer narrative:
H.6. Investigation: two shelf cartons taped together were received, confirmed to be from batch #8213921 (p/n 309659). The syringes inside were visually evaluated. 57 out of 400 syringes were found to have cloudy tips. Cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic and does not pose risk to the customer. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The defect observed is considered cosmetic and acceptable per product specification.

Event description:
It was reported that two shelf of pack bd¿ syringe ls 200 s/c were cloudy. The following information was provided by the initial reporter: ¿ the syringes were cloudy and therefore unusable. The sales rep was notified last thursday (3/21) of this event; however, reporter states the product was sent to the customer in jan. Customer has two shelf packs of product. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two shelf of pack bd¿ syringe ls 200 s/c were cloudy. The following information was provided by the initial reporter: ¿the syringes were cloudy and therefore unusable. The sales rep was notified last thursday (3/21) of this event; however, reporter states the product was sent to the customer in jan customer has two shelf packs of product. ¿